Manufacturer narrative:
Section b5: additional information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that on 06jun2019 the patient was admitted for a driveline infection. The patient had a white blood cell count (wbc) of 11.3 k/cumm (normal range 3.8-9.9 k/cumm) and temperature of 98.4f. The patient's abdominal wound swab grew with abundant gram positive bacilli-corynebacterium striatum. The patient was started on vancomycin 1000 mg intravenously (IV). The following day vancomycin was started at 1000 mg IV every 24 hours until stopped on (B)(6) 2019. On (B)(6) 2019, the patient was started on vancomycin 1250 mg IV every 24 hours until the patient was discharged on (B)(6) 2019. On (B)(6) 2019 the patient's wbc was 8.2 k/cumm and temperature was 97.7f.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 9 months, 16 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient had a major infection. Treatment included hospitalization and parenteral antibiotics. No additional information was provided.